Event description:
During a stenting procedure, a female pt suffered a mild dissection that was treated with 12 x 2.75 mm driver stent. After pre-dilatation with a 12 x 2.75 mm driver stent, the physician delivered a cypher 2.75 x 18 mm cypher stent to the target site. However, just prior to deployment, the physician noted some blood leaking at the target site under fluoroscopy. So, he withdrew the cypher stent and treated the dissection with a driver stent instead. He then terminated the procedure.

Manufacturer narrative:
The product is not sold, but it is similar to a product that is distributed. The product is available for evaluation, but has not yet been received. Additional information will be submitted within thirty days upon receipt.